Event description:
It was reported that while connecting the stopcock during preparation of the 2.0x12mm mini trek balloon dilatation catheter (bdc) on the back table, the proximal shaft of the bdc separated in 2 pieces. The bdc was not used in the procedure. There was no patient involvement and no clinically significant delay in the procedure. Another mini trek bdc was used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported material separation appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.